Event description:
Factory analysis of the returned cpu pcb board revealed an integrated circuit out of specificaion resulted in the reported problem.

Event description:
The customer reported the ventilator alarmed and shutdown during normal ventilation operation and then would not power on. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic history indicated a failure of the internal communication link between cpu and gas delivery system, which may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) reported the device would power on but the monitor screen was blank. The fse replaced the cpu board to address the reported problem. Applicable final testing was completed to operating specifications and passed.

Manufacturer narrative:
Supplemental report